Event description:
A rental evis lucera elite bronchovideoscope was returned to olympus. Upon inspection and testing of the returned device, an image was not produced. The issue was found during an inspection at the olympus repair center. As the problem was found during olympus' service of the device, there was no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage to the charged coupled device, the device displayed no image. Adhesive on the bending section rubber has a chip. Bending tube has a dent. Due to the wear of angle wire, bending angle in upward direction does not meet the standard value. Connecting tube has a dent. Universal cord has a dent. A review of the device history record (DHR) confirmed that the subject device was manufactured in accordance with documented specifications. A review of the repair history for the subject device was performed; no repair history was found for the device within the past year. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the likely cause was determined to be failure of the circuit board of the image sensor unit or the video connector section. This issue is addressed in the instructions for use: 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the distal end of the endoscope. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor the field performance of this device.